Manufacturer narrative:
The customer contacted siemens to report a discordant troponin (tni) was obtained from a dimension exl 200 instrument. The initial result was below the analytical measurement range for the assay. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse found that a sampling error had occurred on the instrument. The cse replaced the sample probe, replaced the reagent probe, checked the tightness of the probes and checked the alignment of the probes. The cause of the discordant troponin is unknown. The instrument is performing within specification. No further evaluation of this device is needed. MDR 2517506-2019-00487 was filed for the same event.

Event description:
The customer contacted siemens to report a discordant troponin (tni) was obtained from a dimension exl 200 instrument. The initial result was below the analytical measurement range for the assay. It is unknown if the initial test result was reported. It is unknown if the sample was repeated. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin test result.